Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20-50 mg/dl. Suspected cause was due to having a basal rate setting that was too low. Customer consumed carbohydrates drank juice and milk to address bg. Customer updated the basal rate setting to address the event.